Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently unable to charge despite using multiple usb cables, wall adapters and power sources. Blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.